Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Reportedly, the customer experienced a low blood glucose (bg) level of 42 mg/dl. The customer declined to provide additional information regarding the issue. The customer continued to use the pump for insulin therapy.